Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion this complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: occlusion alarms appeared in the black box; force at the time of the occlusions was high. On investigation, ¿ez-prime¿ steps were performed correctly with no alarms. Force calibration passed. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened for investigation and did not reveal any intermittent condition on the force sensor circuit. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display was noted to be dim/faded and discolored and the battery compartment was cracked. The threads on the battery cap and on the battery compartment were stripped and the cap unable to secure. A test cap was able to hold for testing.